Event description:
A customer reported generating biased troponin I result for two samples from the sample patient. The negative results were flagged with error codes. Acceptable results were generated on a third sample from this patient. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.